Manufacturer narrative:
The complaint sample was not returned for evaluation and the lot number is unknown. The consumer reported she incorrectly used the product by rinsing her contact lenses prior to insertion and experienced burning. Doctor diagnosed keratitis in the right eye and instructed patient to use over the counter eye lubricants and to discontinue contact lens wear for 48 hours. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign of keratitis reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported she incorrectly used the product by rinsing her contact lenses prior to insertion and experienced burning. Medical documentation received from the doctor indicates patient was diagnosed with keratitis in the right eye. Patient was instructed to use over the counter eye lubricants and to discontinue contact lens wear for 48 hours. The patient's eye condition resolved.